Event description:
Customer reported: "our nursing team and chemo technicians have reported a compatibility issue with the new onguard2 ctsd bag adapter sp ref# 412143 and the 100ml non-pvc bags. The spike has been coming out of the bags and creating a safety issue due to the chemo leakage." No injury but these was exposure to chemotherapy at the bedside